Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that when the patient turned on the stimulator that she could not feel any paresthesia. She then turned it up to 10.5 which is as high as it could go and she could not feel anything. The patient noted that she fell a couple weeks ago. The rep ran an impedance check on the electrodes. It showed that electrode number six was red. Electrode number six was being used on the program the patient was on. The rep programmed the patient using different electrodes. The patient was able to feel paresthesia again and the patient is now doing good. The issue resolved.